Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going into swimming pool with pump. Customer reported that as a result, an unexpected restart alarm was received and customer was not able to clear alarm due to buttons not responding. Insulin pump failed self-test. Customer's blood glucose was 55 mg/dl. Customer was advised that insulin pump would need to be replaced.